Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 17.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Post-operatively, it had rotated 24 degrees at the 6-month doctor visit. It was reported that no repositioning or further intervention is required. There was reportedly no patient complication or injury, including any interference with activities in daily life. Reportedly, patient is doing well. The protocol-defined slit lamp measurement was 75 degrees on (B)(6) 2017, versus the operative placement of 99 degrees on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.